Event description:
It was observed during the device evaluation; the subject device insertion section tube coating was peeling off. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found peeling of the coating of the device insertion section tube. The root cause of the peeling cannot be conclusively identified. The probable cause could be due to degradation, deterioration of parts etc., olympus will continue to monitor field performance for this device.